Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was giving inaccurate high results compared to another meter. The subject meter reportedly read "260 mg/dl" compared to another meter, which read "188 mg/dl" within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.